Event description:
It was reported that the patient with this right ventricular (rv) lead was explanted with reason unknown. No additional adverse patient effects were reported., additional information was received indicating that this lead was explanted due to lead was damaged during an open-heart procedure.

Manufacturer narrative:
Correction to field b5. Describe event or problem and f10. Device codes.

Event description:
It was reported that the patient with this right ventricular (rv) lead was explanted with reason unknown. No additional adverse patient effects were reported.